Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that for an extended total prostatectomy and robotic cleaning assisting. At the end of the intervention an extraction bag was used to remove the anatomic piece that weighted approximately 40 grams. The trocar was opened to get the bag out and the bag was torn during extraction. It tore at the level of the bottom part where it is welded and the anatomic piece fell. There were no patient consequences because the full anatomic part was removed while using a second extraction bag.

Event description:
It was reported that for an extended total prostatectomy and robotic cleaning assisting. At the end of the intervention an extraction bag was used to remove the anatomic piece that weighted approximately 40 grams. The trocar was opened to get the bag out and the bag was torn during extraction. It tore at the level of the bottom part where it is welded and the anatomic piece fell. There were no patient consequences because the full anatomic part was removed while using a second extraction bag.

Manufacturer narrative:
(B)(4). As the lot number of the defect product was reported, the ohr review of the complained lot could be completed. From the reviewed data it is obvious that the complained lot was produced in march 2018. There were scrapped 22 pieces during production of complained lot in total. 20 pieces were scrapped during operation "seal and function inspection (qc)" and 2 pieces were scrapped during operation "printing labels on boxes". Incoming inspection and final inspection records of raw material/semi-finished material were reviewed. Lots were checked by qc inspection and were released without any defect observed. Final inspection record of complained lot was reviewed. Lot was checked by final qc inspection and was released without any defect observed. Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacture of the complained lot. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. In the event, that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about the reported defect. As the root cause of this complaint was not determined, no corrective I preventive actions in production are deemed necessary to introduce.